Event description:
It was reported that the procedure was to treat a mildly tortuous superficial femoral artery lesion using an emboshield nav6 embolic protection system (eps). When the eps was inserted into the anatomy, it was noted that the filter wasn't pulled all the way into the pod; therefore, resistance was felt getting the filter and barewire to the target lesion. An attempt was made to deploy the filter, but the barewire did not move the filter. It was noted that the tip of the barewire had bent and separated. The eps was removed from the patient and the procedure continued. Post treatment, a balloon was used to push the separated tip into the vessel wall. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. In this case, based on the information, the difficulties appear to be due to circumstances of the procedure. It is likely that the filter was not fully collapsed in the delivery catheter pod prior to insertion in the patient causing the reported resistance during advancement. Additionally, it is likely that advancing the delivery catheter against resistance caused damage to the delivery catheter resulting in deployment failure and causing the barewire tip to bend and separate. As a result, a balloon was used to push the separated tip into the vessel wall. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.